Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned to nuvasive for evaluation; further, operative notes and/or intra-operative images were not provided for review of usage/technique. A review of the device history record was performed and no discrepancies relevant to the reported event were found. A definitive root cause was unable to be determined with the information provided; however, information provided by the complainant indicates improper implant selection, insufficient disc prep, and/or excessive force used during insertion of the device are likely contributors to the event. Labeling review: "¿warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants...notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage..." "...pre-operative warnings: care should be used in the handling and storage of the coroent implants. The implants should not be scratched or damaged. Implants and instruments should be protected during storage and from corrosive environments. For sterile implants: assure highly aseptic surgical conditions, and use aseptic technique when removing the coroent implant from its packaging. Inspect the implant and packaging for signs of damage, including scratched or damaged devices or damage to the sterile barrier. Do not use the coroent implants if there is any evidence of damage...care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..." "...packaging: packages for each of the components should be intact upon receipt. Devices should be carefully examined for completeness, and for lack of damage, prior to use. Damaged packages or products should not be used, and should be returned to nuvasive..." "...handling of the sterile implant: open the packages carefully. Take suitable measures to ensure that the implant does not come into contact with objects that could damage its surfaces. Use only the recommended instruments for implantation of the implants. Damaged implants must not be used..." If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial extreme lateral interbody procedure. During the procedure, as the surgeon attempted to place the implant into the intravertebral space, the interbody fractured into multiple pieces at the proximal end of the implant, where the interbody connected to the inserter. It was noted the implant was larger than the available intervertebral space and the surgeon used force in an effort to place it in the space. The implant pieces were removed and discarded in the operative room. A second implant was used to complete the procedure with no further issue. There was no report of adverse patient impact as a result of this event. No additional information is available.